Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated blacked out screen and crack on the screen. Customer stated pump fell 3 feet down and hit the tile. Customer was advised that the device would be replaced.